Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) states: the lvad system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of heart fa from refractory end-stage left ventricular heart failure. The IFU warns that the lvad system has only been evaluated in patients greater than or equal to 18 years of age. Consider other methods of mechanical circulatory support for patients younger than 18 years. Lvad pump candidates often possess several risk factors which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility that can attribute to neurological dysfunction. Thrombus/thromboembolism and neurological events are known potential complication associated with all patients implanted with vads. The instructions for use addresses guidelines for optimal patient management including therapeutic anticoagulation guidelines. Based on the available information no conclusion can be made regarding the root cause of the event or the relationship to the device; however, clinical factors including patient comorbidities may have been contributing factors. The device serial number is not known; therefore a device history record review cannot be determined. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
Sandica e, et "long-term mechanical circulatory support in pediatric patients." Artif organs. 2015 sep 28. Doi: 10.1111/aor.12552. [Epub ahead of print] pubmed pmid: 26411865. Report on a retrospective review of results regarding long term support in pediatric patients between (B)(6) 2008 and (B)(6) 2014 in (B)(6). It was stated from the literature review that "one patient experience a thromboembolic event after 6 months of lvad support with aphasia, apraxia, right hemiparesis, and right facial paresis." "This patient was transplanted with no major neurologic deficit at follow-up." No additional information provided.